Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: olympus had confirmed a slight kink at the image sensor unit cable in the bending section by disassembling the product. It was presumed that the output signal wire was broken or short circuit occurred due to the kink which led to temporary occurrence of the event. The image sensor cable may have been kinked by massive external stress such as excessive twisting or bending, etc. However, olympus could not specify root cause of the suggested event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: "operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic hernia repair procedure, the subject device presented with an error message b30 and image noise. The procedure was completed with another olympus device. There were no reports of patient harm.